Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem causing a delay. Upon functional testing fse found issue with wired footswitch. The fse replace the defective footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd10 system had some triggering problem which called a delay in the procedure.the system was in clinical use at the time of the event. The wired foot switch was replaced to return the device back to functionality. Philips has started an investigation of the complaint